Manufacturer narrative:
The main component of the system. Other relevant devices are: catalog no. Etlw1616c124e ; serial no. (B)(4); use by date: (B)(4); (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of an unknown abdominal aneurysm. It was reported that, during the procedure, the patient had to get a cut down on his right groin as the other manufacturer sheath began to back out a little bit and there was a small hematoma forming; however it was reported that this was unrelated to the endurant graft. No other clinical sequelae were reported. It was reported that no other information is available on this event.